Manufacturer narrative:
A review of the pump's history log revealed one error 143 had occurred. Two infusion tests were run one at 10ml/h and one at 100ml/h and both were within specifications. The reported problem could not be duplicated.

Event description:
Overdelivery noted during routine biomedical engineering testing. The pump reportedly gave two error code 143 messages. After they were cleared, delivery testing was performed. The pump reportedly infused 4 to 7 ml over the expected delivery volume. There were no reports of any adverse events while the pump was in pt use.